Event description:
The complainant reported a 71 year old patient presenting for high risk percutaneous coronary intervention, using the impella cp smart assist for hemodynamic support. During support, the patient was suspected as enduring hemolysis. The device was prematurely removed and patient was escalated to an impella 5.5, resolving the issue.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.